Event description:
The hcp reported that the pt expired. The pump was refilled during an office visit to the hcp in 2005. Since implantation 12/2004. Various dose and drug adjustments have been made by the hcp. The pt had indicated in 2005 to the hcp that he wanted the pump explanted as he was having issues with impotency. The pt had been receiving dilaudid 5 mg/ml at a rate of 2115 mg/day. The hcp emptied the dilaudid from the pump. It is uncertain if the pump was rinsed. He then refilled the pump with normal saline 0.9 mg/cc and programmed a bolus of 1.67 mg then simple continuous administration of .116 mg/hr. .403 cc was the calculated amount of dilaudid remaining in the pump tube and the catheter. The pt received 1.67 mg of dilaudid within 17 minutes and .116 mg/hr after the bolus was completed. The refill occurred at aprox 1411. The pt expired during the night after the refill. Time of death is uncertain. The pt's spouse noted that the pt was resteless and at one point "swatted at her" so she went to sleep. When she awoke, he was dead. Review of the records reveal a handwritten notation of dilaudid 5 mg/ml. A pharmacy sticker in the record indicated "morph sulfate 6 mg/cc". It is uncertain which drug was actually in the pump. The pt was also taking a number of analgesics orally, among them methadone and percocet, which were prescribed by the hcp to prevent withdrawal. It is unk if an autopsy was performed.